Event description:
It was reported that a double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured dec. 2006, and is out of warranty therefore, no manufacturing DHR review is needed. A product sample was received for evaluation. Visual and functional testing were performed. Visual testing found no labels missing; however, the screen was scratched. During functional testing, the device was started in the application, no problems found with beeping. Pump ran 2min 35 sec, pump alarmed over 2 min 30 sec. Stop watch that was used, passed test. The reported problem could not be duplicated. The root cause of the reported issue could not be duplicated. However, the downstream sensor will be replaced as a preventive measure.